Event description:
As reported by edwards field representative in (B)(6), two years post transcatheter aortic valve replacement (tavr) the patient presented to the hospital with severe calcification of the sapien valve. The patient was severely ill with a complicated medical history. The attending physician stated that the severe calcification was not due to device dysfunction, but was rather due to the patient's complicated medical history, including renal insufficiency and diabetes. The sapien valve has not been explanted at this time as the physician has not determined what treatment is appropriate.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Additional investigation revealed that due to the severe calcification a sapien xt valve was implanted within the sapien valve. The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), valve stenosis a potential risk associated with aortic valve replacement and bioprosthetic heart valves. Valve stenosis may result in symptoms such as dyspnea and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. However, many factors can contribute to the onset and propagation of calcification, including patient related (e.g. Patient age, disease state, immune status, and other comorbidities), pharmacological, and intrinsic properties of the valve itself. Patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the root cause of the valve calcification cannot be confirmed. However, per the attending physician, the calcification was not due to device dysfunction, but was rather due to the patient's complicated medical history, including renal insufficiency and diabetes. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.